Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and stripped threads on the battery cap. This report is made based on the results of an investigation completed on 12/19/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/18/2013 with the following findings: battery compartment is cracked. Battery cap threads are stripped. Battery cap will not tighten securely to pump. It detaches and spins causing power loss and reboots. A test battery cap was used to complete the investigation. The test battery cap attaches securely to the pump without reboots occurring. Black box dates are from 03/14/2013 to 4/17/2013. Black box shows a number of ¿power-on-reset¿. Pump run over 24-hr without rebooting. Pump was opened for further investigation. No evidence of moisture seen inside the pump. The power flex , battery terminal connections and printed circuit board components were inspected; no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.